Event description:
The physician using an omni device, reported that the catheter severed in the eye during procedure. The broken part of the microcatheter was removed from the canal using a micro forceps.